Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an unknown procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the handle cannula bends after the handle was actuated a few times. This led to the tip of the basket to detached prematurely from the basket. Precautionary measures and actions were taken by removing the tip from the bile duct and "damaged sheath to pull and find the baskets of dormia". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual examination of the returned device found the wire of the basket assembly to be extended and the tip was not present. The tip was not returned. The handle cannula is kinked, the distal section of the device is severely damaged (coil assembly stretched/bent/working length kinked). The evaluation concluded that the most probable root cause for the complaint, tip detached prematurely, is anticipated procedural complication since the complaint is due to known effects of the procedure noted within the directions for use. However, evaluation found the handle cannula kinked and the distal section of the device is severely damaged (coil assembly stretched/bent, working length kinked). These failures are issues that could have been generated by excessive manipulation of the device by the user, also interaction with other devices might have impacted the integrity of the device during the procedure. Therefore, the most probable cause for the encountered damages will be documented as operational context since probably due to anatomical/procedural factors encountered during the procedure, performance was limited. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an unknown procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the handle cannula bends after the handle was actuated a few times. This led to the tip of the basket to detached prematurely from the basket. Precautionary measures and actions were taken by removing the tip from the bile duct and "damaged sheath to pull and find the baskets of dormia". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.